Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking/stabbing pain while the stimulation was turned on and off at the ins site. It was worse when the stimulation was on. There was no known accident or incident related to this event. The impedance measurements were normal. Add'l info has been requested.